Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to excise the skin for abutment removal. UDI number has been corrected. This report is submitted on october 28, 2021.

Manufacturer narrative:
This report is submitted on oct 07, 2021.

Event description:
Per the clinic, the patient had an abutment removed on (B)(6) 2021, due to an infection. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.